Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the drive system test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to upload unit to carelink due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download review, pump error 43 found on 09/21/2025 18:52:29.000 through 09/21/2025 23:33:31.000, with several alarms noted. During download review, critical pump error 53 alarm was also recorded in main error log (adapt). File ID=65535 line ID=65535. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, moisture damage was found on electronic assembly, including lcd flex connector gold traces. Isolate to electronic assembly. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer's allegations of pump error 43 were confirmed when pump error 43 alarms were noted during download history review. Additionally, unit powered on with critical pump error (open book), caused by moisture damage. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump received pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). Customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was partially performed for pump error. Customer was able to clear the alarm however was not able to rewind the pump. Pump error occurred again. It is unknown if customer was using the auto mode/smart guard feature at the time of the event. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.